Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with two 275cc mentor smooth round moderate profile saline breast implants has experienced unexplained systemic symptoms postoperatively, including cervical problems, urinary tract infections, chronic nasal congestion, scales in the eyelashes, vitiligo, rosacea, ear problems, allergy to cold, etc. The patient reported that the problems appeared a few weeks after insertion of her implants and have evolved over the years. Recently, patient had to have the implants removed in the hope of regaining her previous quality of life. At the time of this report, mentor has received no information regarding explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to one of the two prosthesis.